Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the cutting block and capture would not fit together during surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding locking/assembly issues between a resection guide and a modular capture involving a specialty triathlon modular capture was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device concluded the device showed signs consistent with significant use. The device was tested and found to be functionally acceptable with the returned mating component, (B)(4) lot afyt16, referenced in (B)(4). Medical records received and evaluation: not performed as there was no medical intervention or adverse consequences reported to be associated with the event. Device history review: not performed as valid lot ID information was not provided and not available on the returned device. Complaint history review: not performed as valid lot ID information was not provided and not available on the returned device. Conclusion: functional inspection confirmed the resection guide to be fully functional with the returned resection guide. The event could not be confirmed as it could not be duplicated. The exact root cause could not be determined as the alleged failure could not be duplicated or repeated with the returned devices. Further information is needed to clarify the alleged issue experienced by the user.

Event description:
It was reported that the cutting block and capture would not fit together during surgery.